Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.116 ng/ml; repeated two times giving <0.010 ng/ml each time. Erroneous result was not reported. The field svc rep was unable to determine root cause. Performance tests were performed and within spec.